Event description:
The hospital reported that at the end of an evh procedure and while the harvester was cleaning fatty tissue from the c-ring the entire c-ring assembly came off the vaso view 7 device. Since the issue occurred towards the end of the procedures, the harvester rettached the c-ring assembly to the harvesting cannula and completed the case without further issue. No impact or complications to the patient occurred.